Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the insulin pump alarmed button error while changing the insulin in the insulin pump. The customer's blood glucose was 218 mg/dl. While troubleshooting, the customer's husband did not recall any significant events leading to the alarm. The customer's husband stated that the device had never been dropped or damp. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
No unexpected battery limit alarms, low reservoir alarms, or button error alarms were noted. The low reservoir feature worked properly during testing. The insulin pump passed the displacement test and off no power test and had operating currents within specification. The insulin pump had intermittent act button response due to moisture damage to the keypad traces. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip and scratched reservoir tube window.